Event description:
It was reported while using bd phoenix¿ ast broth, a tube was contaminated. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch number: 2300627. The customer provided a photo of the affected tubes but did not return samples for the investigation. The photos show ast broth tubes with batch number present and broth within containing white debris. Based off the photos, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed no other complaints on batch: 2300627. Complaint trending was performed and there are no trends associated with this defect. Bd ID/ast will continue to monitor for trends associated with this defect and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA: 11910483.